Event description:
It was reported that an overdischarge was confirmed. This was stated to be the second overdischarge. A physician mode recharge (pmr) was performed and did not successfully reset the device. The patient was going to be referred to an implanting physician as she no longer saw her previous physician. No dates or time of replacement had been made yet. The cause of the issue was the patient having not charged the battery for over 2 years. The patient was noted to be alive with no injury and had experienced less than 50% therapy relief. The patient had been medicated enough with her previous doctor that she did not need her stimulator. She did not charge it or have it on. Her current doctor was taking her off of narcotics so she wanted to try the stimulator again. The patient was going to be sent to a local implanter who could hopefully replace her battery. Follow-up determined that, as of (B)(6) 2015, she was trying to get a referral. Other than being in pain due to the dead stimulator, the patient was doing fine. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead, (B)(4).